Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: as received, the screw mechanism was blocked in the retracted position as indicated by the physician. The function of the screw mechanism was determined to conform to specifications during final inspection and during the return analysis after unblocking utilizing a new easyturn stylet. The physician also indicated that the mechanism worked as specified in 4 or 5 positioning attempts. The cause of the blockage of the screw mechanism was not determined, but it is suspected that the heparin utilized at the beginning of the procedure may have contributed to the issue. Use of this chemical with this type of pacing lead has not been evaluated, and therefore is not recommended in the physician manual.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. In particular, after multiple attempts to reposition the lead, the fixation screw became blocked in a fully retracted position. It was also communicated that the physician applied heparin to the lead tip prior to implantation.